Event description:
While the device was ventilating a pt, the user changed ventilation modes from simv to cmv and then observed that the peep increased to 10 cmh2o and a message, peep high, was displayed. Attempts to decrease the peer were unsuccessful. The pt was ventilated with another device as the staff examined the ventilator. It was observed that a diaphagm in the exhalation valve was torn. The diaphragm was replaced, the device was placed back on the pt: however, the reported symptom remained. The pt was transferred back to the othere device.